Manufacturer narrative:
Visual inspection of the hub and the length of the catheter were found to be normal with minimal kinking or use damage. Inspection of the skiving portion of the catheter identified some tearing of skives and part of the silicone encapsulation of the sensor was peeled off of the device. These observations were indicative of difficulty or resistance when retracting and excessive force used to retract the device through the sheath. An 0.018¿ pin gauge was used to assess inner catheter diameter at the tip and was passed with no difficulty. A test 0.018¿ guidewire was passed through the entirety of the catheter length with no difficulty. The results of the investigation are that there are no product anomalies identified.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During the implant procedure, the physician used a right ij approach with a hi-torque command 18 lt guidewire. The sensor did not track over the wire and sheared off some of the hydrophilic coating. It is unknown if the hydrophilic coating sheared off inside the patient. The sensor and wire were then retracted and a piece of silicone sheared off the sensor, outside of the patient. There was no harm to the patient reported and a second sensor was used and successfully implanted using a non-abbott guidewire. The sensor was agitated in saline prior to implant and catheters were flushed often during procedure.